Manufacturer narrative:
Biocompatibility testing to iso 10993 was successfully completed on skin-contacting surfaces of the lifevest device as well as the blue(tm) defibrillation gel.

Event description:
A us distributor reported that the patient had developed a skin irritation under her left breast. The patient's physician recommended the patient use betadine antiseptic solution on the irritation. After using the antiseptic solution and removing the lifevest for a few days, the patient reported that the irritation healed. There is no indication that a device malfunction caused or contributed to the reported skin irritation.